Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date while hospitalized, the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was discharged 2 days after admission. On an unreported date the patient was retrained on proper aseptic technique. At the time of this report the patient was recovered from the peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number h13j08115 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).